Event description:
The pt never experienced therapeutic effect following neurostimulator implant surgery. She fell down the stairs six weeks after implant. She informed her hcp of the fall and her lack of effect. X-rays were not done. The pt was having symptoms (not specified) in her area of paresthesia and at the lead location. Movement and palpation produced stimulation changes. She was treated with new prescription medications. She was informed by her hcp to not use her pt programmer to adjust stimulation, but rather contact the field rep for reprogramming. The pt was at home. Her status was fair. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).